Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set had occlusion alarm on (B)(6) 2024 and the blockage was at site. No further information available.